Manufacturer narrative:
The device history record the gamcath gdhk-1315 with lot number 2013-10-1910 shows that the catheter was manufactured in accordance to specifications. The complaint history did not show any similar complaint for the used lot number from other hospitals. Limited information was provided and the product was not returned. Based on the information, the catheter was used for approximate 8 weeks. Further it was stated that the hospital used the disinfectant klorhexidinsprit 5mg/ml. It is reasonable to assume that an 8 week old catheter cleaned with an alcoholic based disinfectant could have caused chemical overstress and damage of the catheter. Contradictory to the operator¿s manual the catheter was used beyond the 29 days and cleaned with an alcohol based disinfection.

Event description:
A patient in sweden was undergoing crrt via an access catheter - gam cath gdhk 1315. The machine generated the "extremely negative access pressure" alarm. The nurse observed blood leaking from the access when she was flushing it and also observed a crack in the catheter. The catheter was replaced.